Event description:
It was reported that a mobi-c device at c5/6 migrated and led to disability and worsening radiculopathy in a patient. The patient is under observation and no treatments have been performed to date.

Manufacturer narrative:
Additional information in d4: expiration date and UDI number, h4, and h6: component, investigation type, findings, and conclusions. Inspection the device was not returned and no photos were provided, so an evaluation is unable to be performed. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown surgical or patient factors. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c device at c5/6 migrated and led to disability and worsening radiculopathy in a patient. The patient is under observation and no treatments have been performed to date.